Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009, this patient underwent an endovascular procedure using two gore® tag® thoracic endoprostheses (tg3110/06664237, tg2610/06518791) to repair a dissecting descending thoracic aortic aneurysm. It was reported that an entry tear was located at the distal aortic arch, and the re-entry tear was found around the level of the celiac artery. The final angiography revealed a proximal type I endoleak, and the physician elected to monitor the patient. The patient tolerated the procedure. On september (B)(6) 2009, it was confirmed that the endoleak was resolved, and the patient was discharged. Subsequent follow-up examinations showed no issues, with the aneurysm measuring 36 mm; however on (B)(6) 2012, three year follow-up examination showed the aneurysm measured 41 mm. The cause of the aneurysm enlargement is unknown. On (B)(6) 2012, it was confirmed that the aorta was re-dissected. The location and cause of the dissection is unknown. On (B)(6) 2012, an additional procedure was performed to repair the dissection whereby a stent graft (detail unknown) was implanted. The dissection was resolved and the patient tolerated the procedure. On (B)(6) 2013, four year follow-up examinations revealed a distal type I endoleak and aneurysm enlargement to 47 mm. The cause of the endoleak is unknown. The physician elected to monitor the patient. On (B)(6) 2014, five year follow-up examination showed that the endoleak persisted and the aneurysm was measured 46 mm. The physician elected to monitor the patient. No further information is available.

Manufacturer narrative:
Additional manufacturer narrative - (B)(4).